Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (test strip lot 476094), is related to case with patient identifier (B)(6) (test strip lot 476234).

Event description:
It was reported the customer received the following results on the performa system within 10 minutes: 92 mg/dl (test strip lot 476094) and 340 mg/dl (test strip lot 476234). No adverse event reported. Return of the suspect device was requested for evaluation.